Manufacturer narrative:
Additional information was received the patient underwent a lead replacement procedure. The patient was reportedly doing well postoperatively. The device was not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient lost stimulation due to high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient lost stimulation due to high impedances. The patient will undergo a revision procedure wherein the lead will be replaced.